Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. A lead integrity alert (lia) had triggered on the rv lead for sensing integrity counter (sic) and noise and oversensing were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.